Event description:
Found to have new moderate leaking of st. Jude bioprosthetic valve and new heart failure admitted (B)(6) 2024 to (B)(6), (B)(6) 2024 done and showed "bioprosthetic valve in place with significant deterioration, severe eccentric posteriorly directed regurgitation noted inside the struts. Trace paravalvular regurgitation." Patient evaluated by interventional cardiology (structural heart team at (B)(6) and computed tomography surgery) also had evaluation by (B)(6) interventional cardiology, dr. (B)(6) underwent successful valve in valve replacement (B)(6) 2025 with improvement in heart failure. Currently being followed at (B)(6) medical center cardiology.